Manufacturer narrative:
The cr confirmed the procedure was performed in a sterile environment, sterile field handling protocols were used, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication. On (B)(6) 2020, the patient had a follow-up appointment following the implant procedure. The implanting clinician removed the staples since the entry point incisions looked like they were closing. The implanting clinician dressed the area and said the skin would finish healing on its own. On (B)(6) 2020, the patient went to get a prescription refill at the implanting clinician's office. The patient disclosed to the cr that the patient believes his incision sites were not healing. The patient asked to see the implanting clinician to check his incisions. On (B)(6) 2020, the implanting clinician removed the dressing to check the wounds. The implanting clinician noticed that the leads have eroded. The implanting clinician opened the pocket, cut the suture, and removed the leads. The implanting clinician noted that there was no sign of infection. The patient was put on ten days of antibiotics and scheduled to come in for a check-up on (B)(6) 2020. On (B)(6) 2020, the patient met with the implanting clinician for a follow-up. The implanting clinician noted the incision sites were healing, and infection did not seem to be present at this time. On (B)(6) 2020, the patient met with the implanting clinician for a follow-up. The implanting clinician noted the incision point was completely healed. The implanting clinician and the patient agreed to re-implant on (B)(6) 2020. On (B)(6) 2020, the cr followed up with the implanting clinician to understand what might have caused the erosion. The implanting clinician stated that the erosion might have taken place because he had removed the staples too soon. The stimulator was reported to meet product specifications. The manufacturer cannot currently receive the stimulator for analysis. The device was used for the treatment of pain. The device cannot be traced as the source of the issue. The cause of the erosion could be traced to the implanting clinician removing the staples too soon.

Event description:
Stimwave quality has investigated the details for a reported erosion submitted to the stimwave complaint system on july 22, 2020, by clinical representatives (cr), in united states. Cr became aware of this issue july 17, 2020.